Manufacturer narrative:
The device was returned to olympus for inspection and the reported white balance failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the white balance was impossible, there was a purple image, the charged coupled device (r-unit) was broken, the distal end was damaged, the outer tube was dented and deformed, and the light guide (lg) bundle was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) was broken and therefore the image was purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited the following: the white balance was impossible as the charged coupled device (r-unit) was broken and therefore the image was purple. There was no report of patient involvement.